Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter became stuck on the guide wire. The physician selected an angiojet zelantedvt catheter over an .035 glidewire for a thrombectomy procedure in the mid-superficial femoral vein. During the procedure, the catheter "locked down on the guide wire, the torque knob over rotated." It was alleged that the catheter "over-rotated and the hypotube and wire lumen wrapped around each other." The "wrapping in the proximal part of the catheter" was observed. The issue wasn't noticed until after the case was over, the case was completed using this device. There were no patient complications reported as a result of this event and the patient's status was reported as "okay."